Manufacturer narrative:
The device was requested/is expected to evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. A lot number was requested but not provided; therefore, the device history record review could not be performed. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.

Event description:
It was reported that a second surgery was performed at three months post-op, due to a loss in ac reduction. In late 2008, the patient received a surgery on his left shoulder to repair a chronic ac joint sprain. Approximately 2 months post-op, the patient started complaining of pain and discomfort. An x-ray revealed a superior migration of the clavicle along with osteolytic changes in the clavicle where the allograft was seated. During the second surgery, the surgeon noted that when he was removing the implant it became apparent, to him, that the suture had failed internally. The surgeon removed the implant, allograft and a tenodesis screw. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.